Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device was removed they think in 2022 because they had a lot of issues and problems they constantly had to change the setting, it was moved from one side to the other side, there were issues and they changed programs, they were told it could be removed, so patient said they wanted to see how they did without and opted to have it removed. They will have it done again they still have overactive bladder. Patient wanted to repurpose the handset to be a phone. Warm transferred patient to hcit. The patient mentioned unrelated medical history. This included they will have foot reconstruction surgery next week and then will spend time in rehab. Patient said their implant may be replaced after that.